Event description:
It was reported that a patient underwent an atrial fibrillation (afib) (persistent) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve was found dislodged inside the hub component. It was initially reported by the customer that during device preparation, the customer had difficulties inserting the dilator into carto vizigo¿ 8.5f bi-directional guiding sheath - large and experienced a resistance at the level of the valve on the sheath. When visually inspected customer found white silicon-like residues at the level of the valve (ring shaped). Given that the issue occurred during device preparation, affected sheath did not get in contact with patient. A new device was used and procedure performed successfully. There was no harm to the patient. On 30-sep-2022, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve was found dislodged inside the hub component. This finding was reviewed and assessed as an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component, and another white silicon or material was not observed. However, no damage was observed on the dilator. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator was inserted in order to verify if there was resistance. However, no resistance or obstruction was felt. Resistance reported could be related to hemostatic valve dislodgement. Additionally, the dilator's outer diameter was measured, and dimensions were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).